Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the first firing of duodenectomy and stomach resection was done without a problem but on the second firing of stomach resection, the firing was unable to be performed. It was stated that the surgeon was handle to squeeze the handle but when the button was pressed, the device did not advance. The sales representative checked the reload and found that it was pre-fired at the proximal end of the jaws. The procedure was completed with another device. There was no patient injury.